Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported material separation was confirmed. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported material separation. It was reported that the radiopaque balloon marker separated after inflation. Analysis of the returned device noted a portion of the tungsten marker had fragmented. Factors that may contribute to a balloon marker separation include, but are not limited to, interaction with challenging anatomy, interaction with accessory devices, material properties, or material damage incurred during manufacturing or use. Based on the information provided and the returned device analysis, it is possible that damage incurred during the procedure contributed to the separated marker; however, this cannot be confirmed. Additionally, it was reported that a portion of the marker remains within the anatomy. It should be noted that a functional test was performed on the balloon. The balloon was inflated to rated burst pressure and successfully held pressure. This indicates there was no balloon rupture or tear. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the anterior tibial artery. During the procedure no resistance was noted during advancement or removal; however, a spot which looked like the radiopaque marker of the 2x200 mm armada 18 percutaneous transluminal angioplasty (pta) appeared after inflation. There were no issues with inflation or deflation of the device. The marker moved down into the lower toes and was not retrieved. Physician does not think this is going to cause any issue. There was no adverse patient sequela. No additional information was provided.